Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer's other blood glucose value was unknown. The customer was treated with insulin pump. Customer did receive a sensor updating.customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer declined trouble shoot for high blood glucose.the insulin pump not expected to be returned for analysis.